Manufacturer narrative:
Investigation/conclusion. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Female... After preoxygenation at 10 1pm, induction was started with 100 mcg fentanyl, and initial dose of 200 mg propofol, and 50 mg rocuronium. Mask ventilation was easy and a umber 7 ett was placed with a grade I view. Oxygen and nitrous oxide were set at 0.6 & 0.5 1pm. The desflurane was turned back on (it had also been on while waiting for the rocuronium to take affect). Within first 5 minutes or so, the datex-ohmeda s/5 monitor was noted to not be detecting desflurance. Desflurance tec 6 vaporizer was set on 9%, "operational" green light illuminated, the other lights (no output, low agent, warm-up, alarm battery low) were off, fill indicator showed full. Vital signs were at baseline with bp around 95 systolic, hr 70. The surgeon were asked to wait on incision. A bis monitor was quickly appled which read at 80%. Additional propofol was given, sevoflurance was started. The case proceeded. About 1/2 hour later, a second tec 6 was obtained, and desflurance was again turned on, this time with the monitor showing desflurane. The originalt ec 6 was sent for a maintenance check. A FDA safety info and adverse event reporting program submission was made...